Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented at the emergency room with a low heart rate of 30 beats per minute. Upon interrogation, the patient's right ventricular (rv) lead was dislodged and sitting on the atrial floor, and was not sensing. As well, the patient's right atrial (ra) lead was dislodged and pulled back into the superior vena cava (svc); it had no capture and no sensing. The two leads were tangled in the pocket and there was suspicion of twiddler's syndrome. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.